Manufacturer narrative:
Patient identifier - (B)(4). Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced myocardial infarction. An unknown size liberte bare metal stent was implanted in the mid right coronary artery. Fifteen days later a 90% stenosed lesion located in the proximal left circumflex was treated with placement of a 3.0x12mm study stent and a lesion in the mid left anterior descending was treated placement of a 3.0x24mm unknown drug eluting stent. Post procedure cardiac enzymes were noted to be elevated and 'pain from jaw to central chest of unknown origin'. The patient was treated with medication and the event resolved without residual effect. The next day, the patient was diagnosed with myocardial infarction. There was no additional action taken to treat the event. The event was resolved without residual effects. The patient was discharged on aspirin and clopidogrel.